Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly customer reloaded the original cartridge to resolve issue and insulin delivery was resumed. Additionally, it was reported that the insulin gauge was static and inaccurate. The customer's blood glucose was 120-130 mg/dl.